Event description:
It was reported that the right ventricular (rv) lead was exhibiting short interval counts (sic), noise, high thresholds, loss of capture and a sudden rise in impedance. The patient had presented after an alert was triggered. Detections were disabled. It was further reported that the left ventricular (lv) lead, which had been implanted after the use-by-date, exhibited a slightly high threshold but remained in use. It was later reported that the rv lead was explanted and replaced. Post-operative non-capture was observed on the lv lead. There was no intervention and the lead remains in use. During the same procedure, the right atrial (ra) lead was replaced due to slightly high thresholds, undersensing of p-waves and an unspecified pacing deficiency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6947 lead, implanted (B)(6) 2008; 4194 lead, implanted (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed and no anomalies were found.